Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high lead impedance, high threshold, and failure to capture at high output. Possible lead fracture suspected.